Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. The sample was visually inspected and was leak tested. A leak at the port tube seal was identified. The cause of the reported malfunction was due to a manufacturing issue. A CAPA was opened to address this issue. As a result, corrective maintenance to the machine was implemented. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an eva bag leaked. This malfunction was reported to have been observed prior to use. There was no patient involvement. Additional information was requested and is not available.